Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pulse generator, the left ventricular (lv) lead was found to exhibit low impedance. Programming changes were made to resolve the issue and the patient had no adverse consequences.